Manufacturer narrative:
Correction: information in this regulatory report is also reported in rr# 3004209178-2019-04447, and moving forward any new information will be reported there. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the third ins/lead were placed as previous stopped working. The product implanted (B)(6) 2018 was replaced (B)(6) 2019. No further complications were reported or are anticipated.